Event description:
As reported, the autopulse platform (B)(4) reduced the number of compressions during the call. Per the reporter, the amount of carbon dioxide (co2) (etco2) was low during the use of the platform. The crew immediately switched to manual CPR to return the etco2 to the normal level. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) reduced the number of compressions during the call was not confirmed based on the review of the archive or during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The root cause of the autopulse platform reducing the number of compressions during the call was not conclusively determined. During the visual inspection of the autopulse platform, unrelated to the reported complaint, a cracked top cover at the lower corner on the patient's right-hand side was observed. This physical damage was likely due to mishandling, such as a drop. The top cover needs to be replaced to address the physical damage. The autopulse platform passed initial functional testing without any fault or error, therefore, the reported complaint was not replicated. A review of the archive file showed no active operation recorded on the reported event date. However, on february 2, 2022, the autopulse platform powered on and had five sessions. Based on the archive, during the sessions, the platform performed compressions within the specifications, 80 ± 5 compressions per minute, thus not confirming the customer complaint. Waiting for repair approval.